Manufacturer narrative:
A stryker technical support representative informed the customer that the device is end of life and should be removed from service. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device prompted a connection issue with the handles. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.